Event description:
Procedure: lobectomy. According to the reporter: after firing more than three times, staples would not form properly. Used new gia stapler/sulu but staples were malformed again. Another endo gia roticulator 45-4.8 sulu was fired and tissue was resected.